Manufacturer narrative:
Analysis of the ins ((B)(4)) found that the setscrew was backed out too far. Result and conclusion codes have been updated.

Event description:
It was reported that yesterday the manufacturer representative couldn¿t get the lead into the port of the implantable neurostimulator (ins). The lead didn¿t fit into the port and the issue was device related. They tried 5 times and the health care provider (hcp) requested a new ins. They tried all troubleshooting steps the manufacturer representative knew, including cleaning the lead out and inspecting the lead, until the hcp requested a new ins. With the new ins there was a bit of trouble, but the lead went in. The lead looked fine and the impedances looked fine with the new ins. There was no patient death, no patient injury, and the patient recovered without sequelae.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, product type: lead. (B)(4).